Manufacturer narrative:
A ge rep evaluated the system and reseated the video connector. System operates as intended.

Event description:
Customer reported the system lost live video while swapping screens. No pt injury was reported.